Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that after inserting a new sensor it made her bleed at the site and the adhesive did not stick. The customer's blood glucose reading was 48 mg/dl; treated with a bottle of glucose. Customer performed troubleshooting for the sensor issue. The sensor was replaced and returned. The insulin pump was not replaced or returned.